Event description:
Device was returned for repair. During service, technician found that the machine becomes hot. The bearing and blades were worn and valve head torn. Also, the press fit was loose at the rotor. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the machine gets hot, the bearing and blades are worn, the valve head was torn, and the press fit was loose at the rotor. This was attributed to normal wear. Inspection and maintenance were performed and the device was repaired and returned to the customer on (B)(4) 2013. Placeholder.